Manufacturer narrative:
Device was received on (B)(6) 2011 for repair only stating that it would not power on. Upon evaluation on (B)(6) 2011 blood spill and fluid ingress was discovered. Issue was noted during start up and did not impact any donor. Blood spill was verified on the power supply. Device was completely disassembled, cleaned, and repaired per standard procedures. (B)(4).

Event description:
Device was received on (B)(6) 2011 for repair only stating that it would not power on. Upon evaluation on (B)(6) 2011 blood spill and fluid ingress was discovered. Issue was noted during start up and did not impact any donor.